Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 2435804, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012687 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 28-may-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to take the needle guard off before insertion due to which the patient faced hyperglycemia event on (B)(6) 2025. The blood glucose level was 400 mg/dl.patient experienced the symptom of feeling okay during the event.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.